Event description:
An incident occurred on the gantry manufacturing line. The worker noticed that the main bearing was making noise when it was rotated. Upon some manipulation of the bearing, the bearing's threaded joint separated and the rotating side fell to the floor. No one was injured. The bearing system is used on the lightspeed family of cts. Investigation identified that the root cause was the improper mounting of the thread cutting tool at the bearing manufacturer resulting in the pitch diameter being outside of specifications. A review of bearing manufacturer records indicated that two other bearings have been delivered to ge with out of specification threads. One was still in manufacturing and thus removed and the other was in a lightspeed plus system in the field. Ge contacted the customer with the suspect bearing and has replaced their gantry. The field unit did not have any reported problems and did not have a failure.